Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal dilaudid 1 mg/ml at 0.3502 mg/day via an implanted pump. It was reported the pump was supposed to be refilled before (B)(6) 2020 but it was never done as the patient had been incarcerated since (B)(6) 2020. The pump began alarming (hcp thought it was a one tone alarm) the end of last week. It was noted the patient was seen by a provider on (B)(6) 2020 but the patient never told anyone he had a pump. Now the patient had been taken to the emergency department (ed) and the hcp was requesting the pump be turned off, but they needed a local company representative (rep) to supply the physician programmer to program and update the pump so it stopped alarming. The hcp would wait until she heard back from the doctor and then the doctor would decide if they wanted to get a local rep involved. It was further clarified the pump was alarming and the patient reported hearing it for about a month but now it was more frequent. The patient reported hearing the alarm every 15 minutes now and the patient thought it may need to be filled. The physician wanted to turn the alarm off. Additional information was received on (B)(6) 2020 via a rep indicated the patient¿s pump had started critically alarming and he thought it was because the pump was empty since the patient had not had a refill for a few months. The patient had been incarcerated and the managing hcp was okay with having the pump permanently shut off since they would no longer be handling the patient. The rep would be shutting off the pump today and the pump off code was reviewed. The event date was (B)(6) 2020 (year valid). Patient symptoms were not reported. No further complications were reported/anticipated.